Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited noise over-sensing and it was also presented during isometric movement. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited noise over-sensing and it was also presented during isometric movement. The rv lead was explanted and replaced. The patient was in stable condition." , rather than "it was reported that the right ventricle (rv) lead exhibited unspecified over-sensing. The rv lead was explanted and replaced. The patient was in stable condition."

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the right ventricle (rv) lead exhibited unspecified over-sensing. The rv lead was explanted and replaced. The patient was in stable condition.